Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that patient fell on the ice on (B)(6) 2022 and reported falling directly into the battery. The patient had worsening of symptoms. Impedances were checked and there were no impendences with the lead. The hcp tested the lead intra-op and obtained appropriate responses. Reprogramming was also attempted. The decision was made to replaced the battery and was replaced on (B)(6) 2022. The issue was resolved.